Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Section g2 was corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the glass and light-guide fiber composite at the distal end was damaged. Additionally, varying colored images were displayed. However, the definitive root cause of the light guide fiber and glass damage, and the image color issue could not be determined. The damage may have been caused by a faulty charge coupled device unit. There may have been unacceptable tension in the charge coupled device unit's assembly due to the use of an adhesive not adapted to the load and temperature collective, asymmetrical alignment of the spring prior to joining the bumper sleeve, or incorrect user handling via the application of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus (by technical staff) that a videoscope had an image that was purple. The reported issue was found during preparation for use. There was no patient injury or adverse event reported to olympus.